Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was at the airport and was having unexplained high blood glucose. Customer stated that her blood glucose was over 600 mg/dl. Customer treated with 10 units of insulin via her insulin pump. Customer was not nauseated. Customer stated that she is slightly thirsty but that it is normal for her. Customer stated that the pump went through the metal detector. Customer was informed that the pump should not go through metal detectors. Customer stated that the air bubble in the tubing was rather big. Customer primed the air bubble out of the tubing. Customer stated that she has syringes. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised to call her doctor before she leaves the country. Customer checked and her blood glucose was 382 mg/dl. Customer stated that she just changed the set. Customer stated that she never had an issue with bent cannulas.